Manufacturer narrative:
(B)(6) 2011: the lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved with this complaint failed testing. The casing was damaged. Therefore, the complaint is confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the lancet holder to her onetouch ultrasoft lancing device was damaged. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 9:00am. The patient informed the cca that she manages her diabetes with oral medication (metformin 1000mg) and diet/exercise. Despite the alleged issue, the patient indicated she continued to take 2 metformin pills as usual. By 2:00pm that day, the patient indicated she began to feel weak and sweaty after the alleged issue began. In response to her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the lancing device had been used for about 3-4 years and there was no misused of the lancing device. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.